Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Come out undone¿tried to put my finger in to see if I touched anything- vagina [foreign body in reproductive tract]. Vaginal stinging [vulvovaginal pain]. Stinging - tampon [medical device site pain]. Tampon came out undone...open in the middle [device breakage]. Stinging from the moment she removed tampon¿came undone during removal- tampon [complication of device removal]. They didn¿t push well, came out when I pulled it- tampon [device deployment issue]. Case narrative: consumer reported via email that the tampon came out undone. No serious injury was reported.